Event description:
It is reported that the device fractured at an unknown time and place.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as product was returned. Visual inspection of the returned tibial articular surface provisional determined that the returned device exhibits signs of repeated use like nicks and gouges and has fractured on the lateral posterior region and fragmented part is missing and not returned for further evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. Wear and damage of the provisionals/ instruments due to use occurs overtime and is addressed in package insert instrument/provisional use, care and sterilization. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.